Manufacturer narrative:
A ge representative has not yet reported on evaluation of this system. (B) (4).

Event description:
The customer reported the system is displaying a precharge error. No pt injury was reported.